Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.1 pocket d1 was failed with no physical pocket. A field service engineer (fse) recovered by selecting pocket that was not there. Then shut down medstation and removed all pockets. Then cleaned debris and fool shards from within tray liners. Then ran acceptance test and passed. After that the fse rebooted main drawer 5 pockets c and d are not detected. Shut down machine and unseated/reseated row board cables. All drawers detected on bus when the fse powered on medstation and medapp launched. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 requires maintenance as multiple cubie pockets were undetected or not popped out, also the error was not cleared from recover storage space. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.